Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge and syringe to resolve the issue. There was no reported impact to the customer's blood glucose level.